Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the investigations results, the malfunction was likely caused by circuit board failure; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to a defective high voltage power supply (hvps) board. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed e433 and the machine automatically restarted. The issue was found at a transurethal resection of the prostate (turp) therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient or user harm.